Event description:
My daughter was supposed to have a polyurethane jejunal feeding tube surgically implanted. Since her physicians feel she may have developed a silicone hypersensitivity, the jejunal tube was supposed to be polyurethane. Unfortunately, the surgeon was unable to locate a polyurethane j tube in the hospital during our daughter's surgery and decided to improvise by using an 8 foot long suctioning catheter as a feeding tube--this is a nightmare!!! This was not emergency surgery and we would have been willing to wait for the hospital to order the proper device -a polyurethane j tube-. An 8 foot long catheter is just not a practical feeding tube--it is way too long, takes too much time and formula, is almost impossible to clean or flush, and just the weight of the tube when filled with formula is excessive! When we told the surgeon that there was no way this tube could be used for feeding, the surgery department cut down the tube to a more manageable size. However, there is a major problem -the balloon that was holding the suctioning catheter in place deflated when the tube was cut down, and now there is a very high probability that the tube will either slip out -or inward- and cause damage to our daughter's intestines. Due to the risk of the tube dislodging, we have been advised not to move our daughter until a medical team can evaluate the safety of the tube but so far the hospital is refusing to officially evaluate the tube. Currently, we do not have the name or numbers for this item, the hospital will not give them to us since they are expecting legal action. The item is an 8 foot long polyurethane suctioning catheter with a balloon device.